Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2013 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional informationwas received from the manufacturing representative (rep). It was reported the catheters would be returned for analysis if at all possible when the surgery is scheduled and performed.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter; ubd: 30-aug-2014, UDI#: (B)(4); product ID: 8784, lot/serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter; ubd: 15-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of gablo fen at 1200.5 mcg/day via an implantable pump. It was reported the patient has had an increase in tone over the last few months. It was noted that the patient also had emotional issues and hormonal issues that also caused the increased tone. All residuals at pump refills had been within normal limits. A dye study was done to rule-out pump issues. The catheter was unable to be aspirated. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The healthcare provider planned to titrate the patient on oral medications and send the patient for surgery in september when pumps will be available and the patient's pump will be coming due for replacement. Therefore, the issue was unresolved at the time of the report, (B)(6) 2020. The patient's status was provided as alive - no injury.